Event description:
The technician alleged the brakes were not holding. No injury reported.

Manufacturer narrative:
The service technician found the brake pads were worn out. The technician replaced the brake casters to resolve the issue.